Manufacturer narrative:
(B)(4).

Event description:
During the transfemoral placement of the sapien xt in the pre-existing, stenotic surgical valve, the novaflex+ delivery system balloon burst when the valve was 80% inflated. The valve was post-dilated and there was no injury to the patient. The pre-existing valve was severely stenotic and was pre-dilated with an edwards lifesciences aortic valvuloplasty (bav) balloon. The sapien xt was deployed under rapid pacing. When the valve was approximately 80% inflated, the balloon burst. It was believed to be due to the heavy calcification. The delivery system was removed from the sapien xt, but was unable to removed from the sheath, as the burst balloon was caught. The sheath and delivery system were removed as a unit, and a new 16fr esheath was placed to maintain hemostasis. The sapien xt was post-dilated with an edwards lifesciences bav, as the valve was slightly under-deployed. Echo revealed a trace leak and mean gradient of 3 mmhg post-procedure. The team removed the 16 fr esheath and placed two additional perclose devices (total 4) to ensure they had hemostasis. Angio revealed a small dissection in the distal common femoral which appeared to be a retrograde tear. The surgeon performed vascular ultrasound and additional run-offs to further assess, and decided not to repair the finding because it was non-flow limiting. The patient was transferred to the step-down unit in stable condition.

Manufacturer narrative:
Thv tvt registry. Update to describe event or problem, type of reports, evaluation codes and additional MFR narrative. (B)(4) as the affected device/kit was not returned, the investigation was limited to the review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien xt thv with the novaflex+ system, and manufacturing mitigations. A photograph was provided with the complaint that shows a tear on the balloon, the balloon separated in 2 pieces, and nose tip (connected to the guidewire lumen) with a piece of balloon attached to it is shown separated from the rest of the delivery system. The portion of the balloon (attached to the nose tip) is shown inverted in the above photograph. This condition is consistent with the cer description, which reported the balloon had gotten caught on the distal tip of the sheath resulting in withdrawal difficulty through the sheath. The work orders are the most relevant work orders for the failure mode reported in this complaint work orders were reviewed for balloon ¿ burst, delivery system ¿ withdrawal difficulty through sheath, and distal tip, nose tip ¿ separated. The work orders did not reveal any manufacturing related issues that could have contributed to this complaint. Review of complaint history from december 2015 to november 2016 for the novaflex + delivery system (model 9355fs23/clus/j) revealed similar returned complaints for ¿balloon ¿ burst¿. A review of the complaint history reveals that the occurrence rate for ¿balloon ¿ burst¿ does not exceed the november 2016 control limits for the trend category (resistance between devices). Review of complaint history from december 2015 to november 2016 for the novaflex + delivery system (model 9355fs23/clus/j) revealed no other returned complaint for ¿delivery system ¿ withdrawal difficulty through sheath¿. A review of the complaint history reveals that the occurrence rate for ¿delivery system ¿ withdrawal difficulty through sheath¿ does not exceed the november 2016 control limits for the trend category. Review of complaint history from december 2015 to november 2016 for the novaflex + delivery system (model 9355fs23/clus/j) revealed no other returned complaint for ¿distal tip, nose tip - separated¿. A review of the complaint history reveals that the occurrence rate for ¿distal tip, nose tip - separated¿ does not exceed the november 2016 control limits for the trend category. No IFU/training deficiencies were identified. During novaflex+ delivery system manufacturing, 100% final inspection is performed for the visual, dimensional, and functional inspections. During balloon manufacturing, the balloon is visually inspected per for defects and cosmetic appearance (i.e., foreign matter, contamination, fish eyes, gel spots, scratches). Additionally, balloon double wall thickness measured on every 16th sample. During manufacturing inflation balloon of the novaflex+ delivery system undergoes multiple 100% inspections. Furthermore, manufacturing lots undergo product verification testing under a sampling plan before final release. All samples tested under the related work order met statistical acceptance criteria for these outputs. The inspections stated above support that it is unlikely a manufacturing non-conformance contributed to the complaint. The complaint for balloon burst was confirmed based on the condition of the device shown in the returned photograph. Due to device not being returned, dimensional inspection of the balloon wall thickness was unable to be completed. No information collected during evaluation activities supports that a manufacturing issue contributed to the complaint. Based on available information the issue is most likely result of damage from the reportedly heavy concentration of calcium on the existing prosthetic valve (per the cer description). At this time a definite root cause was unable to be determined. The complaints for ¿delivery system ¿ withdrawal difficulty through sheath¿ and ¿distal tip, nose tip ¿ separated¿ were confirmed based on the condition of the device shown in the returned photograph. Due to the device not being returned, visual and dimensional inspection of the delivery system was unable to be completed. A review of complaint history, the applicable DHR, lot history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. Based on the returned photographs, the burst balloon catching on the esheath likely contributed to these reported issues. Inability to achieve coaxially with the sheath likely also played a role in the difficulties observed. As noted previously, available information supports the burst itself was the result of patient factors. The complaints were confirmed, but no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified, therefore no corrective / preventative actions are required. Additionally, since a product non-conformance was not identified, and the reported failure modes do not exceed the complaint trending control limits, a product risk assessment (pra) is not required. After a review of the photograph provided with the complaint file, engineering was able to confirm the complaints of ¿balloon ¿ burst¿, ¿delivery system ¿ withdrawal difficulty through sheath¿ and ¿distal tip, nose tip ¿ separated¿. However, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Available information suggests that patient and/or procedural factors may potentially have contributed to the reported event. A true root cause is unable to be determined. No labeling or IFU/training inadequacies were identified and review of the complaint history for the month of november 2016 did not reveal that the occurrence rate exceeded the control limits for the trend categories of these failure modes. Therefore, no corrective or preventive actions are required at this time.

Event description:
During the transfemoral placement of the sapien xt in the pre-existing, stenotic surgical valve, the novaflex+ delivery system balloon burst when the valve was 80% inflated. The valve was post-dilated and there was no injury to the patient. The pre-existing valve was severely stenotic and was pre-dilated with an edwards lifesciences aortic valvuloplasty (bav) balloon. The sapien xt was deployed under rapid pacing. When the valve was approximately 80% inflated, the balloon burst. It was believed to be due to the heavy calcification within the pre-existing surgical valve. The delivery system was removed from the sapien xt, but was unable to be removed from the sheath, as the burst balloon was caught on the sheath. The sheath and delivery system were removed as a single unit, and a new 16fr esheath was placed to maintain hemostasis. The sapien xt was post-dilated with an edwards lifesciences bav, as the valve was under-deployed. Echo revealed a trace leak with a mean gradient of 3 mmhg post-procedure. The team removed the 16 fr esheath and placed two additional perclose devices (total 4) to ensure they had hemostasis. Angio revealed a small dissection in the distal common femoral which appeared to be a retrograde tear. The surgeon performed vascular ultrasound and additional run-offs to further assess, and decided not to repair the injury because it was non-flow limiting. The patient was transferred to the step-down unit in stable condition. The delivery system separated during sheath/delivery system removal, when pulling the delivery system into the distal tip of the sheath.